Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with bent sensors and believes the serter might be the issues. The customer received a steroid injection and her blood glucose was over 400 mg/dl. Troubleshooting was performed. The sensor will be returned. The customer's current blood glucose is 280 mg/dl.